Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation 1 unit of lot c2080155 of echo-19 was returned opened without original tray, with its original box. The device related to this occurrence underwent a laboratory evaluation on 28 march 2024. On evaluation of the devices the following observations were made: visual inspection: kink below sheath extender observed, distal end of needle examined, and slight kink observed approx. 4cm from needle tip, needle tip also observed to be damaged. (Ipe of the ruler (ipe0402)) functional inspection: sheath extender able to retract but unable to advance pass kink below sheath extender, needle handle able to advance and retract with slight difficulty, stylet removed from device and examined, no issue observed, attempted to reinsert the stylet but unable to pass kink below sheath extender, needle removed from device and kink below sheath extender observed. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2080155 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible that the needle tip of the device came into contact with a hard lesion during the first successful pass leading to the distal end of the needle bend as reported and damage at the notch area observed during lab evaluation. This could potentially lead to the difficulty to fully retract the needle into the sheath before removing from the patient encountered by the user. As indicated in the additional information q3 ¿were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No¿ and q4 ¿if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No¿ customer confirmed no needle kink below sheath extender was observed before or during procedure, therefore this kink could be attributed to the device getting damaged during transportation as the device was returned not in its original tray. There have been several attempts made to obtain additional information if the proximal kink was observed before returning to cirl. Should additional information be made available, the file will be updated accordingly. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-jul-2024.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package, and conducted the first biopsy while found the needle tip bent. User changed to another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: updated on 18mar2024 tp 1. Are images of the device or procedure available? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end ¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿(¿¿¿(¿¿))¿¿¿¿(¿¿)¿¿¿¿¿¿¿ ¿¿ 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿(¿¿¿¿¿¿¿¿)¿ ¿ 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No ¿¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: _____________________ ¿¿¿¿¿procore¿,¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿ ¿¿¿¿¿ 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. ¿¿¿¿¿¿¿¿¿¿¿¿¿(¿¿¿¿¿¿¿)¿ ¿¿ b. ¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿2r¿2l¿4r¿ao¿ar¿11ri¿11s¿¿ 7. Please describe the size of the intended target site. 2cm ¿¿¿¿¿¿¿¿¿¿¿¿ 2cm 8. If not with the device in question, how was the procedure performed and/or finished? With another device to complete the procedure. ¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿/¿¿¿¿¿ ¿¿¿¿¿¿¿¿¿ 9. Was the device used in a tortuous position? No. ¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 10. Are images of the device or procedure available? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 11. Was it damaged in packaging before removal? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 12. Was it damaged on removal from packaging? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 13. Was force required to remove the device? No. ¿¿¿¿¿¿¿¿¿¿¿ ¿ for complaints occurring during use (once in contact with endoscope) also ask: ¿¿¿¿¿¿(¿¿¿¿¿¿¿¿)¿¿¿¿¿,¿¿¿¿: 14. What is the endoscope manufacturer and model number that was used? Olympus ultrasound endoscope ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿¿¿¿¿¿¿ 15. Was force required on insertion of device into scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? After needle advancement ¿¿¿¿¿¿¿¿¿,¿¿¿/¿¿¿¿¿¿¿¿ ¿¿¿ 17. Was difficulty experienced while retracting the needle? No. ¿¿¿¿¿¿¿¿¿¿¿ ¿ 18. Was the syringe used during the procedure, after the stylet was removed? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿ ¿ 19. Was the needle able to be fully retracted before removing from the patient? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 20. Was gaining access to the targeted site difficult? No. ¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. ¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 22. Was needle penetration of the targeted site difficult? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 23. Was the stylet partially removed prior to advancement of needle? Yes ¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 24. How many biopsies/passes were obtained with use of this needle? 1 ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 1¿ 25. Did any section of the device detach inside the patient? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿ 28. Was there difficulty in attachment / detachment of the leur to the scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿¿¿ ¿ 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a ¿¿¿¿¿procore¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿ ¿¿¿¿ 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Unknown ¿¿¿¿¿(¿¿¿¿)¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Unknown ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Unknown ¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿ 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a ¿¿¿ebus¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿